Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. After intravascular ultrasound was performed, a 2.50mm x 16mm promus element¿ plus stent was advanced but was unable to cross the lesion despite several attempts. When the device was removed from the patient, it was noted that the edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.